Event description:
It was reported that the device failed to power on. A second battery was installed in the device; however the failure persisted. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the failure was due to an open inductor, designator l1, leg 1 to leg 4, on the analog pcb assembly.